Event description:
It was reported a malfunction in which 4mm offset coupler broke off in the patient. It was spent 45min trying to remove the coupler and the stem. Finally, retrieved them.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned legion offset coupler trial indicated that it has fractured in half. The connection screw is assembled through the offset coupler male part into the offset coupler female part with a thread locking agent. An additional set screw is assembled on top of the connection screw in the offset coupler male part to fasten it during surgery. If an excessive amount of torque is applied to the set screw, torque may be transferred to the connection screw leading to a fracture. The cause for the break in the offset coupler trial connection screw may be attributed to excessive torque applied to the set screw. A review of complaint history did not reveal additional complaints for the listed batch. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.